Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as sliced at the top cover region and near the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Event description:
The recipient reportedly experienced lack of benefit with the cochlear device. The recipient's device was explanted. The recipient will not be reimplanted.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt as well as sliced at the top cover region and near the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of patient poor performance could not be verified during this analysis, which was limited in some respect due to the electrode being severed prior to receipt. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and the dye penetrant data, it is believed that this device was not hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A CAPA was implemented. This is the final report.